Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: as the exact dates are unknown, the latest published date is being provided september 02, 2024. Section d4, model and catalog number: partial information provided due to the unknown serial number. Section d4, serial number: unknown/no information. Section d4, expiration date: unknown as the serial number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6a if implanted; give date: unknown/not provided. Section d6b, if explanted, give date: not applicable. There is no indication the lens was explanted. Section g4, PMA/510(k) number: unknown due to the model or serial # were not provided. Section h4, device manufacture date: unknown as the serial number was not provided. Section h6- health effect - impact code: 4625 is being used to capture the yag-surgical intervention. Section h6- health effect - clinical code: 4581 is being used to capture the device decentered or dislocated or tilted subluxated or wrong position. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. J morgan micheletti, kendrick m wang, khanh ton, karlie n bonem. Capsular waves: a warning indicator for potentially malpositioned intraocular lenses. Attempts are being made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: capsular waves: a warning indicator for potentially malpositioned intraocular lenses. A retrospective chart review study was done to share examination findings of the lens capsule which may act as an indicator for malpositioned intraocular lenses (iol). A total of 5 patients (5 eyes) which previously had undergone cataract surgery and were referred for nd:yag capsulotomy for posterior capsular opacification (pco) was included in the study. In these eyes, each contained a single-piece iol where at least one haptic was located in the ciliary sulcus space. One eye was implanted with a zxt200 symfony toric iol. It was reported that the eye with the zxt200 implant showed capsular waves and opacification, and a nasal haptic in the sulcus. Other complications reported after cataract surgery were: decreased visual acuity (n=3/5, 60%) dysphotopsias (n=3/5, 60%) uveitis (n=1/5, 20%) glaucomatous changes in the optic nerve (n=3/5, 60%) iris transillumination defects (n=2/5, 40%) pigment dispersion (n=2/5, 40%) however, it is unclear whether these other reported harms were caused by the j&j device or competitor products. All eyes in the study underwent iol revision surgery (iol exchange to a sulcus- appropriate 3-piece iol or placement of the original iol fully into the capsular bag) and subsequent nd:yag capsulotomy.